Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was given oral antibiotics to address the infection. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating the infection resolved following antibiotic treatment.